Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number h10c31049 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. Should additional information become available, a follow-up report will be submitted.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from the USA of peritonitis in a patient coincident with extraneal viaflex therapy for peritoneal dialysis (pd). During a call to baxter customer service, the consumer reported the following. On an unreported date in 2011, the patient experienced peritonitis. On an unreported date in (B)(6) 2011, the patient was hospitalized due to the peritonitis. Treatment was not reported. It was not reported what action was taken with extraneal therapy. The outcome of the peritonitis was not reported. The reporter did not provide an opinion of causality. The nurse declined to provide additional information.